Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pressure transducer pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported alarms for low peep. Since no parts were returned for investigation, the root cause of the alarms has not been determined.

Event description:
It was reported that the ventilator generated alarms for low peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).